Manufacturer narrative:
A search for non-conformance's associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and not available for return to the manufacturer; therefore, a product evaluation could not be performed and the alleged product issue could not be confirmed. The instructions for use (IFU) identifies premature coil detachment and difficult or delayed coil detachment as potential complications associated with use of the device.

Event description:
It was reported that the last of the azur coils resulted in mal-deployment with the delivery wire prematurely releasing the coil and the inner portion of the pushing delivery wire was stretched. After deliberation, the decision was made to gently release the delivery wire and leave it in place. The proximal end of the delivery wire is located in the right common iliac artery and the distal end remains attached to the coil in the common hepatic artery. The last turn of the azur coil herniated into the proper hepatic artery but does not appear to result in any occlusion of the vessel. Maldevelopment of final coil resulting in the delivery wire left in place extending from the common hepatic artery to the right common iliac artery without evidence of any undesired vascular occlusion or other injury. (Ref: mw5103527).

Manufacturer narrative:
The initial MDR was submitted after a voluntary medwatch report was received from the FDA (FDA report# mw5103527). Correspondence with the hospital revealed the incident was already known to microvention and had been reported to the FDA under report number 2032493-2021-00358 (mv internal ref number (B)(4)).